Event description:
It was observed during the device inspection, that the colonovideoscope air/water cylinder and air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. Corrected fields: g3 (initial). Correction is also being made to previously submitted g3 - date received by manufacturer. The correct date was 09/27/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the bending section cover. The following information from the instructions for use (IFU) pertains to this event: cf-h185l/I operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Cf-h185l/I reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.